Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the clip was not loaded to the applier properly (it did not open enough in the jaws) and fell from the applier during a surgery. The user replaced the auto endo with another unit of the same lot#, but the same issue occurred. Therefore, the third unit was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred". See associated MDR# 3003898360-2025-00345.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected. Data: n/a.

Event description:
It was reported that "the clip was not loaded to the applier properly (it did not open enough in the jaws) and fell from the applier during a surgery. The user replaced the auto endo with another unit of the same lot#, but the same issue occurred. Therefore, the third unit was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred". See associated MDR# 3003898360-2025-00345